Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. Therefore, the sgc was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported cracked flush port luer was confirmed via device analysis. Additionally, the flush port luer was observed to be broken. The reported loss of fluid column could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported cracked and observed broken flush port luer was due to environmental stress cracking (esc). The reported loss of fluid column was due to the reported cracked flush port luer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.